Event description:
It was reported that during an unknown procedure, it was found that the blade of the device was broken. A new like device was used to complete surgery. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).